Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina. The target lesion was located in the proximal right coronary artery with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with direct stent placement using a 3.00 x 20 mm taxus liberte stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with the symptoms of angina. At the time of reporting, the event was considered not recovered/not resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).